Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient developed lesions in both kidneys. Patient also alleged nausea, vomiting, sinus problems and breathing troubles. The details of the patient's required medical intervention are unknown. This notification was reviewed by the pms clinical expert due to patient reporting of lesions on both kidneys, nausea, vomiting, sinus problems and breathing troubles. The reported events of nausea, vomiting, sinus problems and breathing troubles are assessed as non-serious injuries and the reported lesions on both kidneys is not related to the device as per dreamstation 1 hhe. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient developed lesions in both kidneys. Patient also alleged nausea, vomiting, sinus problems and breathing troubles. The details of the patient's required medical intervention are unknown.   The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, we observed unknown dust or dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port flip door, sd card, or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. During the interior investigation, there was unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Secondary findings: unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box were inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airway suggests a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that he is unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. Confirmed the presence of contamination in the airway.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed lesions in both kidneys. The details of the patient's required medical intervention are unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.